Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but it was not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.